Manufacturer narrative:
Initial complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.   (B)(4).

Event description:
It was reported by the end user that when he removed the wafer he noticed a ~1 cm long sickle shaped cut on his peristomal skin right underneath the landing ring position of the flange. This area was bleeding. He cleaned it with water, alcohol and then used barrier wipe, eakin ring and applied another flange. The end user claims that the area is now scabbed over and healing. The end user surmises that there must have been a sharp area but it was not validated by him as the wafer was discarded without looking at it carefully. The end user states "it can¿t be anything else but the wafer¿s ring that caused it¿. Photos depicting the reported complaint issue were provided. No further details have been provided at this time.